Event description:
Patient found with very shallow respiration. Medical emergency team called, CPR started. Medical emergency team arrived with defibrillator. Defibrillator would not charge up. CPR efforts continued. Patient expired. Defibrillator examined by biomedical engineering and found to be malfunctioning. Found u5 on main printed circuit defective. Replaced u5. Unit passed all performance checks and was returned to serviceinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure, none or unknown, none or unknown, integrated chip. Conclusion: device failure occurred but not related to event, device failure indirectly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.